Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the tip of the serfas probe broke off into the pt. Allegedly there is still a piece inside the pt. The original item was discarded and another device from the same lot number was used in the procedure.